Event description:
This lead was capped on (B)(6) 2017 due to oversensing, noise and 4 inappropriate shocks. It was noted that during a follow up the noise could not be reproduced with pocket manipulation, deep breathing or isometric maneuvers. Rv pacing and shock impedance values were never out of range. The physician was not sure if the noise was from the device header or the lead, which had normal values. The physician chose to replace this lead as well as the ICD. When the ICD was removed from the pocket it was noted that there was blood in the header.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.